Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('one of my coils is now imbeded in the wall of my uterus/ migration of essure device location of device: uterus') and device dislocation ('ultrasounds were unable to locate one of the coils/migration of essure device location of device: uterus,') in a 29-year-old female patient who had essure (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of the coils was difficult to insert and almost was not placed.". The patient's medical history included uterine prolapse, migraine headache, anemia, conjunctivitis, obesity and uterine fibroids. Concurrent conditions included dysfunctional uterine bleeding, numbness, stress, heartburn, wrist pain, gerd and anxiety disorder. Concomitant products included codeine, ibuprofen, medroxyprogesterone acetate (depo provera), paracetamol (acetaminophen) and paracetamol (tylenol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain / pain"), allergy to metals ("allergic or hypersensitivity reaction type: nickle/nickel allergy"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), feeling abnormal ("other injury(ies) or complication(s) brain fog") and rash erythematous ("red rash all over my body broke out at times due to contact with various objects") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("excessive bleeding during menstruation / excessive bleeding"), depression ("depression"), overweight ("overweight"), abdominal pain lower ("lower right abdominal pain") and skin irritation ("irritated skin after touching certain objects"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and heavy menstrual bleeding had not resolved, the device dislocation, depression, overweight, feeling abnormal, abdominal pain lower, rash erythematous and skin irritation outcome was unknown and the genital haemorrhage, pelvic pain, allergy to metals, tooth disorder, dysmenorrhoea, dyspareunia and weight increased had resolved. The reporter considered abdominal pain lower, allergy to metals, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, feeling abnormal, genital haemorrhage, heavy menstrual bleeding, overweight, pelvic pain, rash erythematous, skin irritation, tooth disorder and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, ultrasound of the pelvis transvaginal result : there is a strongly echogenic small structure just to the right of the endometrium in the uterine fundus which have a similar appearance to an iud fragment, but the patient denies a history of an iud placement. It is unlikely that this is related to the patients prior fallopian tube closure procedure. The endometrium is irregular and 20 mm in thickness. There is a pedunculated fundal fibroid. Insertion details: right :7-8 coils, left: 4 coils discrepancy noted removal date (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Ultrasound scan - on an unknown date: results: unable to locate one of the coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2021: mr received-new reporter and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of my coils is now imbedded in the wall of my uterus/ migration of essure device location of device: uterus"), device dislocation ("ultrasounds were unable to locate one of the coils/migration of essure device location of device: uterus,") and genital haemorrhage ("abnormal bleeding (general)") in a (B)(6) female patient who had essure (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of the coils was difficult to insert and almost was not placed." The patient's medical history included uterine prolapse. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain / pain"), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("allergic or hypersensitivity reaction type: nickle/nickel allergy"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and feeling abnormal ("other injury(ies) or complication(s) brain fog") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menstruation / excessive bleeding"), depression ("depression"), overweight ("overweight") and abdominal pain lower ("lower right abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and menorrhagia had not resolved, the device dislocation, depression, overweight, feeling abnormal and abdominal pain lower outcome was unknown and the pelvic pain, genital haemorrhage, allergy to metals, tooth disorder, dysmenorrhoea, dyspareunia and weight increased had resolved. The reporter considered abdominal pain lower, allergy to metals, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, feeling abnormal, genital haemorrhage, menorrhagia, overweight, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, ultrasound of the pelvis transvaginal result : there is a strongly echogenic small structure just to the right of the endometrium in the uterine fundus which have a similar appearance to an iud fragment, but the patient denies a history of an iud placement. It is unlikely that this is related to the patients prior fallopian tube closure procedure. The endometrium is irregular and 20 mm in thickness. There is a pedunculated fundal fibroid diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: unable to locate one of the coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abnormal bleeding (general), dysmenorrhea (cramping), concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technic issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-dec-2018: plaintiff fact sheet and medical records received ¿ reporter information updated. Patient information updated. Lot no. Added. Medical history added. Lab data added. New events abnormal bleeding (general), allergic or hypersensitivity reaction type: nickle/ nickel allergy , dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, other injury(ies) or complication(s) brain fog, lower right abdominal pain and device insertion difficult, were added. Outcome of event pelvic pain/pain was updated from not recovered / not resolved to recovered / resolved. This spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and one coil is now imbedded in the wall of uterus and ultrasounds were unable to locate one of the coils. These events were seen as embedded device and device dislocation respectively and both are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; or migration into abdominal cavity. In this present case, the exact time point of embedment and migration are unknown. Therefore, given the nature of these events, they were considered related to essure. This case was regarded as incident, due to the serious injury related to essure. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through litigation process. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of my coils is now imbeded in the wall of my uterus/ migration of essure device location of device: uterus"), device dislocation ("ultrasounds were unable to locate one of the coils/migration of essure device location of device: uterus,") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of the coils was difficult to insert and almost was not placed.". The patient's medical history included uterine prolapse. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), allergy to metals ("allergic or hypersensitivity reaction type: nickle/nickel allergy"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), feeling abnormal ("other injury(ies) or complication(s) brain fog") and rash erythematous ("red rash all over my body broke out at times due to contact with various objects") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menstruation / excessive bleeding"), depression ("depression"), overweight ("overweight"), abdominal pain lower ("lower right abdominal pain") and skin irritation ("irritated skin after touching certain objects"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and menorrhagia had not resolved, the device dislocation, depression, overweight, feeling abnormal, abdominal pain lower, rash erythematous and skin irritation outcome was unknown and the genital haemorrhage, pelvic pain, allergy to metals, tooth disorder, dysmenorrhoea, dyspareunia and weight increased had resolved. The reporter considered abdominal pain lower, allergy to metals, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, feeling abnormal, genital haemorrhage, menorrhagia, overweight, pelvic pain, rash erythematous, skin irritation, tooth disorder and weight increased to be related to essure. The reporter commented: on (B)(6) 2014, ultrasound of the pelvis transvaginal result : there is a strongly echogenic small structure just to the right of the endometrium in the uterine fundus which have a similar appearance to an iud fragment, but the patient denies a history of an iud placement. It is unlikely that this is related to the patients prior fallopian tube closure procedure. The endometrium is irregular and 20 mm in thickness. There is a pedunculated fundal fibroid diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: unable to locate one of the coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abnormal bleeding (general), dysmenorrhea (cramping), concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-mar-2019: pfs received- new event irritated skin after touching certain objects, red rash all over my body broke out at times due to contact with various objects were added. Concomitant drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("one of my coils is now imbeded in the wall of my uterus/ migration of essure device location of device: uterus"), device dislocation ("ultrasounds were unable to locate one of the coils/migration of essure device location of device: uterus,") and genital haemorrhage ("abnormal bleeding (general)") in a 29-year-old female patient who had essure (batch no. 624832) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "one of the coils was difficult to insert and almost was not placed.". The patient's medical history included uterine prolapse. On (B)(6)2008, the patient had essure inserted. In may (B)(6), the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), allergy to metals ("allergic or hypersensitivity reaction type: nickle/nickel allergy"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),") and feeling abnormal ("other injury(ies) or complication(s) brain fog") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), menorrhagia ("excessive bleeding during menstruation / excessive bleeding"), depression ("depression"), overweight ("overweight") and abdominal pain lower ("lower right abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and menorrhagia had not resolved, the device dislocation, depression, overweight, feeling abnormal and abdominal pain lower outcome was unknown and the genital haemorrhage, pelvic pain, allergy to metals, tooth disorder, dysmenorrhoea, dyspareunia and weight increased had resolved. The reporter considered abdominal pain lower, allergy to metals, depression, device dislocation, dysmenorrhoea, dyspareunia, embedded device, feeling abnormal, genital haemorrhage, menorrhagia, overweight, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: on (B)(6)2014, ultrasound of the pelvis transvaginal result : there is a strongly echogenic small structure just to the right of the endometrium in the uterine fundus which have a similar appearance to an iud fragment, but the patient denies a history of an iud placement. It is unlikely that this is related to the patients prior fallopian tube closure procedure. The endometrium is irregular and 20 mm in thickness. There is a pedunculated fundal fibroid diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: results: unable to locate one of the coils. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : abnormal bleeding (general), dysmenorrhea (cramping), concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.